Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed that the unit was partially retracted inside of the barrel. There was also traces of a dark substance present inside of the barrel but it could not be accurately identified and it is unclear whether there was any damage to the parts of the unit that may have caused the partial retraction. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract during use. The following information was provided by the initial reporter: "date of insertion (B)(6) 2020 course of action was to document and then put catheter in sharps. No harm to rn or patient. Product was not kept. It was put into a sharps container peripheral IV was inserted and when nurse pushed the white button to retract the needle, the needle only retracted a small amount and not fully. Most of the needle was still out causing safety issue for rn and patient.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract during use. The following information was provided by the initial reporter: "date of insertion: (B)(6) 2020 course of action was to document and then put catheter in sharps. No harm to rn or patient. Product was not kept. It was put into a sharps container. Peripheral IV was inserted and when nurse pushed the white button to retract the needle, the needle only retracted a small amount and not fully. Most of the needle was still out causing safety issue for rn and patient."